Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6)2019 . During a follow up performed on (B)(6)2020 several episodes with noise in both channels were recorded in the device memory. Egms were suspicious of electromagnetic interferences and lead failure or connection problem. No issue could be confirmed by chest x-ray. Reportedly, the patient often slept at the time the events occurred and devices which can be the cause of electromagnetic interferences were not used. Preliminary analysis showed non-physiological signals (noise/artifacts) in both atrial and ventricular channels the origin of these simultaneous non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data. Occurrence of emi and/or myopotential oversensing on both channels was also suspected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. During a follow up performed on (B)(6) 2020 several episodes with noise in both channels were recorded in the device memory. Egms were suspicious of electromagnetic interferences and lead failure or connection problem. No issue could be confirmed by chest x-ray. Reportedly, the patient often slept at the time the events occurred and devices which can be the cause of electromagnetic interferences were not used. Preliminary analysis showed non-physiological signals (noise/artifacts) in both atrial and ventricular channels the origin of these simultaneous non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data. Occurrence of emi and/or myopotential oversensing on both channels was also suspected.